Event description:
Rayner intraocular lenses limited rec'd notification from its distributor that opacification of an unspecified rayner iol had been observed in the post operative period.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. Very limited information is available on this case at this time. Rayner has contacted its distributor in (B)(4) and has requested additional information to facilitate further investigation of this report. It is not known at this time what action will be taken by the healthcare facility. In the event that the lens is explanted, the distributor has been asked to request that the lens be retained so that it can be returned to rayner for analysis.